Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. During a routine home hemodialysis treatment, the cycler displayed multiple air alarms that the operator could not resolve followed by high venous pressure alarms. The blood in the cartridge circuits was clotted and could not be returned to the patient. Similar problems occurred on subsequent treatment resulting in a total of 420cc blood loss for both treatments, no medical intervention was required.

Manufacturer narrative:
Both cartridges were returned to nxstage. No defects found upon inspection. The facility informed nxstage that the caregiver was experiencing access needle issues and that the air alarms were believed to be due to cannulation issues. The facility has since increased the patient's heparin dose and provided additional cannulation training. The cycler alarmed appropriately to both the access problems and clotting condition. There is no evidence of a device malfunction. Nxstage considers this report closed.